Event description:
Called to report inaccurate readings with meter. Analysis run on clark error grid using mean avg. Reading (64) vs. Bd readings of 43, 85 yielded data points in the d zone of the grid, outside of acceptable limits.